Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 125 mg/dl while the sensor glucose reading was 63mg/dl. The customer stated that her sensors suspended the basal when she thought she was low. The customer was not able to calibrate. The customer also mentioned that last night, the sensor reading was below 40 mg/dl and the pump suspended. The customer's blood glucose reading was 130 mg/dl. The product was not returned for analysis.